Event description:
A registered nurse reported that in the middle of a vitrectomy procedure, the pt's eye went soft when the surgeon switched back and forth between fluid and air. The customer maintained the eye pressure and replaced and re-primed the infusion tubing. The case was able to be completed without harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unknown; however, complaints of a similar nature have been received and the root cause in those cases was that the auto infusion valve (aiv) failed to open or had a high cracking pressure (pressure required to open the aiv to allow air passage). An internal investigation has been opened to address this issue. (B)(4).